Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrial fibrillation pfa procedure, air ingress was noted. The transseptal puncture was performed using the non-abbott device (baylis access solutions transseptal rf wire), then the non-abbott catheter (farapulse pfa catheter by boston scientific) was inserted into the sheath. While aspirating, air ingress was noted. The sheath was exchanged and the procedure was completed with no adverse patient consequences.